Manufacturer narrative:
One photograph was received for analysis. The reported issue was confirmed in the photograph, which demonstrated a particle inside the device. However, the investigation could not identify a root cause for this condition, and as no lot number could be confirmed, further review of device records could not be conducted. Complaint information will continue to be monitored.

Event description:
It was reported that during use, a cassette containing a particle had been identified through visual inspection. The majority of the cassettes used had come from lot #6085510; however, since units from other lots had also been used, it was not possible to specify a single lot. There was no report of patient involvement.